Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that one week after the dental implant was installed in intraoral region #21 it was verified its loss of osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).